Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The manufacturer¿s international service technician confirmed the reported issue. The unit had been repaired by a third-party company, but no other information was provided. If further information is obtained, this complaint will be reopened. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported the unit has a white screen. There was no patient involvement.